Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb), and uploaded the latest software revision to resolve the issue. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator generated a ¿safety valve open ¿ alert, and stopped cycling. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The breath delivery (bd) printed circuit board (pcb) was returned for investigation. A visual inspection was performed, and no anomalies were observed. The bd pcb was attached to a failure investigation test ventilator for analysis, and powered. The ventilator passed power on self-test (post) without errors were recorded in the diagnostic logs or alarms being generated. The service engineer (se) ran additional tests and calibrations without errors. The ventilator was set into ventilation mode for a minimum of 24 hours, and no errors or alarms were observed. The customer reported malfunction was not verified.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.